Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, after ten minutes of usage, the hand piece blade became dull. The blade did not hit the tenaculum and eventually the blade stopped rotating. There was gas leaking from the device. A second device was used to continue the procedure. The surgeon opines the pt's sixteen week-size fibroid uterus may have caused the blade to become dull.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2007-01130. The same pt is represented in each medwatch.